Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another meter. On (B)(4) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient stated that the alleged inaccuracy began on (B)(6) 2011 at approximately 10:20 am when she obtained a reading of "188mg/dl" with the subject meter. The patient advised that she tests 10 to 16 times per day, that her usual readings are from "40mg/dl to 400mg/dl" and that previous to this message, the meter displayed readings that the patient reported were "never very accurate." The reporter stated that the patient manages her diabetes with insulin (unknown type). The patient claimed that after obtaining the subject meter reading, she followed her usual diabetes management routine and administered 1 unit of insulin based on the reading. The patient then reported that at (B)(6) 2011 at 10:20 am, she compared the subject meter result with a "135mg/dl" reading obtained on another meter. . Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient claimed that an hour and 40 minutes later, she was "shaky, light headed and sweaty" and she associated this with low blood glucose. The patient advised that she again took her blood glucose using only the meter that had previously given her a "135mg/dl" result and obtained a new result of "47mg/dl." The patient reported that she ate a meal as treatment due to the product issue and felt better afterwards. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting (mg/dl). The patient did not have control solution so a control solution test was not performed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.